Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer's blood glucose level was 58 mg/dl after 5 hours. The customer stated that the auto mode feature status screen shows insulin updating. The insulin pump will not be returned for analysis.